Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Additionally, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 19.8 mmol/l (357 mg/dl) while wearing the pod between 4 and 24 hours on the leg. Patient reported that the pink slide insert did not move into the viewing window, indicating a needle mechanism failure had occurred. When the pod was removed, it was noted that the cannula was slightly situated at "an angle". To treat the elevated bg levels, the patient applied a new pod and gave himself manual injections of insulin.